Manufacturer narrative:
Event date: (B)(6) 2018. Report date: 09/11/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the touchscreen is not working. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 04oct2018. Date of manufacturer: 02oct2018. The device was evaluated by a philips fse, diagnostics were run and the reported event could not be duplicated. No parts were replaced and the unit was returned to service.